Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Ts also discussed that smartpass had automatically been deactivated seven months earlier due to low amplitude signals in combination with long intervals. Ts discussed troubleshooting options and programming considerations. At this time the s-ICD remains in service and no adverse patient effects were reported.